Manufacturer narrative:
The customer reported that the system exhibited low vacuum and they were experiencing problems with coagulation. The customer has been contacted for additional information; however, no further information has been received. The company representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on july 3, 2002. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that there was low vacuum power. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).